Event description:
Device 2 of 3 (see MFR report # 1627487-2010-03110 and 1627487-2010-03112 for devices 1 and 3). The patient received her scs system on (B)(6) 2010 consisting of an ipg, 2 leads and 2 anchors. It was reported that the patient developed an infection at the ipg pocket and lead anchor pocket. Culture results indicated a (B)(6) infection for which oral and intravenous antibiotics were administered. The patient's scs system was removed on (B)(6) 2010, and the explanted devices were returned to the manufacturer on 10/04/2010. No further information is available, and it is unk whether the patient will receive a replacement system.

Manufacturer narrative:
Device evaluation was not performed as the cause of the reported complaint cannot be determined by product testing. Method - the device history and sterilization records were reviewed. Results - review of the device history record found a nonconformance; however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality and was approved for use. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.